Manufacturer narrative:
A visual inspection of the reported tibial articular surface provisional (tasp) found a fracture proximal to the lateral side of the center post. The reported issue has been previously investigated and a device history record review is not required. This device is used for treatment. A product history search found no other complaints for this part and lot number combination. The device has been in the field for almost three and a half years. It is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. A notification was sent to the field on (B)(6) 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. Therefore the root cause is a previously addressed design issue.

Manufacturer narrative:
This report will be amended when our investigation is complete. Received but not yet evaluated.

Event description:
It is reported that the provisional broke in half.